Manufacturer narrative:
The instrument was returned and evaluated. Engineering found a broken grip cable at the distal idler pulley. The idler pully spun freely but had damaged edges. The cable segment was sticking out at the instrument's wrist. Additional observations not reported by the customer were main tube and pulley damages. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. Scratches were short in length and were not axially aligned with the tube. The distal pulley exhibited indentations at the edges, which could possibly cause additional damages. No other damage was found. Evidence not conclusive but main tube and pulley damages may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during a da vinci s surgical procedure, some part of the wire had been torn off of the large needle driver instrument and the procedure was stopped temporarily. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.